Manufacturer narrative:
The pump was received with intermittent button response. The pump passed the self test and displacement test. The pump was monitored for several hours and no frozen display and vibrating/red blinking light noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms and pump error 63 alarm noted during the testing. However, pump error 63 alarm (variableinfo = 15) was recorded and found in the formatted history file on (B)(6) 2021 20:41:07.000 due to rf driver anomaly, suspected on hw. The pump had intermittent button response. Pump failed the keypad voltage test at back button. Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Frozen display and vibrating/red blinking light were not confirmed. Pump error 63 alarm and keypad anomaly were confirmed due to corrosion on the j1/pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and unresponsive buttons. Customer stated that the insulin pump started vibrating and had a dim red blinking light. The customer also stated that there was no response from any button. Troubleshoot for frozen display was performed but the issue was unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.